Event description:
Upon receipt of the device, the field service representative (fsr) reported that the device failed to power up on battery. There was no patient involvement as this was an "out of box" failure.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.